Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 25-year-old female patient who had essure (batch no. 786879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia pain in (B)(6) 2008, microdiscectomy in (B)(6) 2008, chronic back pain, constipation chronic and vaginal bleeding in (B)(6) 2010. Concomitant products included gabapentin (neurontin) and hydrocodone. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced urinary tract infection ("uti") with dysuria. In 2012, the patient experienced vaginal infection ("vaginitis") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (underwent partial hysterectomy and salpingectomy, cystoscopy). Essure was removed on 20-dec-2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successfully occluded. (B)(6) 2011 sonographic images of the pelvis were obtained transvaginally in transverse and sagittal planes . Findings: retroverted uterus is demonstrated. Unremarkable exam. (B)(6) 2012 pelvic ultrasound was performed from a transvaginal approach.findings: uterus measures 7.9 x 5.8 x 4.6 cm in size. No dominant myometrial masses are identified. Endometrium has a maximum measured thickness of 9.3 mm, which is within normal range. The right ovary measures 30 x 20 x 14 cm in size left ovary measures 2.7 x 13 x 20 cm in size both ovaries have an unremarkable sonographic appearance. No abnormal adnexal masses or fluid collections are noted. (B)(6) 2012 laparoscopy for pelvic pain that did not show any significant pelvic pathology. (B)(6) 2012 uterus, right and left fallopian tubes, excision: 1. No significant histopathologic abnormality, cervix; 2. Proliferative phase endometrium; 3. No significant histopathologic abnormality, myometrium; 4, benign paratubal cyst, right fallopian tube; 5. No significant histopathologic abnormality, left fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia , nausea, vaginal infection, dyspareunia, vaginal haemorrhage and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issue"). The patient was treated with surgery (underwent total laparoscopic hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 25-year-old female patient who had essure (batch no. 786879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia pain in (B)(6) 2008, microdiscectomy in (B)(6) 2008, chronic back pain, constipation chronic, vaginal bleeding in (B)(6) 2010, asthma and constipation. (B)(6) 2011 sonographic images of the pelvis were obtained transvaginally in transverse and sagittal planes . Findings: retroverted uterus is demonstrated. Unremarkable exam. (B)(6) 2012 pelvic ultrasound was performed from a transvaginal approach. Findings: uterus measures 7.9 x 5.8 x 4.6 cm in size. No dominant myometrial masses are identified. Endometrium has a maximum measured thickness of 9.3 mm, which is within normal range. The right ovary measures 30 x 20 x 14 cm in size left ovary measures 2.7 x 13 x 20 cm in size both ovaries have an unremarkable sonographic appearance. No abnormal adnexal masses or fluid collections are noted. (B)(6) 2012. Laparoscopy for pelvic pain that did not show any significant pelvic pathology. (B)(6) 2012. Uterus, right and left fallopian tubes, excision: no significant histopathologic abnormality, cervix; proliferative phase endometrium; no significant histopathologic abnormality, myometrium; benign paratubal cyst, right fallopian tube; no significant histopathologic abnormality, left fallopian tube. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2012 to (B)(6) 2013, doxycycline from (B)(6) 2012 , gabapentin (neurontin), hydrocodone, macrogol (polyethylene glycol) and salbutamol sulfate (albuterol sulfate). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)"), 9 days after insertion of essure. In (B)(6) 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti") with dysuria. In 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal )type -vaginitis") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (underwent partial hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown and the back pain had not resolved. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia , nausea, vaginal infection, dyspareunia, vaginal haemorrhage and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received event " back pain" was added. Concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (batch no. 786879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia pain in (B)(6) 2008, microdiscectomy in (B)(6) 2008, chronic back pain, constipation chronic and vaginal bleeding in (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced urinary tract infection ("uti") with dysuria, vaginal infection ("vaginitis") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), female sexual dysfunction ("apareunia"), nausea ("nausea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent partial hysterectomy and salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successfully occluded (B)(6) 2011 sonographic images of the pelvis were obtained transvaginally in transverse and sagittal planes . Findings: retroverted uterus is demonstrated. Unremarkable exam. (B)(6) 2012 pelvic ultrasound was performed from a transvaginal approach.findings: uterus measures 7.9 x 5.8 x 4.6 cm in size. No dominant myometrial masses are identified. Endometrium has a maximum measured thickness of 9.3 mm, which is within normal range. The right ovary measures 30 x 20 x 14 cm in size left ovary measures 2.7 x 13 x 20 cm in size both ovaries have an unremarkable sonographic appearance. No abnormal adnexal masses or fluid collections are noted. (B)(6) 2012 laparoscopy for pelvic pain that did not show any significant pelvic pathology. (B)(6) 2012 uterus, right and left fallopian tubes, excision: no significant histopathologic abnormality, cervix; proliferative phase endometrium; no significant histopathologic abnormality, myometrium; benign paratubal cyst, right fallopian tube; no significant histopathologic abnormality, left fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia , nausea, vaginal infection, dyspareunia, vaginal haemorrhage and urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records were received. Added reporters, patient's date of birth and height, essure therapy dates and lot number (786879). Medical history, relevant lab information and events were added (vaginal bleeding, menorrhagia, uti, vaginitis, apareunia, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 25-year-old female patient who had essure (batch no. 786879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia pain in (B)(6) 2008, microdiscectomy in (B)(6) 2008, chronic back pain, constipation chronic and vaginal bleeding in (B)(6) 2010. Concomitant products included gabapentin (neurontin) and hydrocodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced urinary tract infection ("uti") with dysuria. In 2012, the patient experienced vaginal infection ("vaginitis") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (underwent partial hysterectomy and salpingectomy, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successfully occluded (B)(6) 2011 sonographic images of the pelvis were obtained transvaginally in transverse and sagittal planes . Findings: retroverted uterus is demonstrated. Unremarkable exam. (B)(6) 2012 pelvic ultrasound was performed from a transvaginal approach.findings: uterus measures 7.9 x 5.8 x 4.6 cm in size. No dominant myometrial masses are identified. Endometrium has a maximum measured thickness of 9.3 mm, which is within normal range. The right ovary measures 30 x 20 x 14 cm in size left ovary measures 2.7 x 13 x 20 cm in size both ovaries have an unremarkable sonographic appearance. No abnormal adnexal masses or fluid collections are noted. (B)(6) 2012 laparoscopy for pelvic pain that did not show any significant pelvic pathology. (B)(6) 2012 uterus, right and left fallopian tubes, excision: 1. No significant histopathologic abnormality, cervix; 2. Proliferative phase endometrium; 3. No significant histopathologic abnormality, myometrium; 4, benign paratubal cyst, right fallopian tube; 5. No significant histopathologic abnormality, left fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia , nausea, vaginal infection, dyspareunia, vaginal haemorrhage and urinary tract infection. Most recent follow-up information incorporated above includes: on 1-aug-2018: pfs received- new event depression, mental anguish and concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 25-year-old female patient who had essure (batch no. 786879, (bc676725- not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding in (B)(6) 2010, hernia pain in june 2008, microdiscectomy in (B)(6) 2008, chronic back pain, constipation chronic, asthma and constipation. *(B)(6) 2011 sonographic images of the pelvis were obtained transvaginally in transverse and sagittal planes . Findings: retroverted uterus is demonstrated. Unremarkable exam. (B)(6) 2012 pelvic ultrasound was performed from a transvaginal approach. Findings: uterus measures 7.9 x 5.8 x 4.6 cm in size. No dominant myometrial masses are identified. Endometrium has a maximum measured thickness of 9.3 mm, which is within normal range. The right ovary measures 30 x 20 x 14 cm in size left ovary measures 2.7 x 13 x 20 cm in size both ovaries have an unremarkable sonographic appearance. No abnormal adnexal masses or fluid collections are noted. (B)(6) 2012 laparoscopy for pelvic pain that did not show any significant pelvic pathology. (B)(6) 2012 uterus, right and left fallopian tubes, excision: 1. No significant histopathologic abnormality, cervix; 2. Proliferative phase endometrium; 3. No significant histopathologic abnormality, myometrium; 4, benign paratubal cyst, right fallopian tube; 5. No significant histopathologic abnormality, left fallopian tube. Concomitant products included doxycycline from (B)(6) 2012 to (B)(6) 2012, gabapentin (neurontin), hydrocodone, macrogol, paracetamol from (B)(6) 2012 to (B)(6) 2013 and salbutamol sulfate (albuterol sulfate). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)"), 9 days after insertion of essure. In (B)(6) 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti") with dysuria. In 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal )type -vaginitis") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), female sexual dysfunction ("apareunia") and genital haemorrhage ("abnormal bleeding "). The patient was treated with surgery (underwent partial hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, depression, anxiety and genital haemorrhage outcome was unknown and the back pain had not resolved. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia , nausea, vaginal infection, dyspareunia, vaginal haemorrhage and urinary tract infection. Lot number reported (bc676725) is not valid. Lot number: 786879 manufacturing date: 2010-09 expiration date: 2013-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 25-year-old female patient who had essure (batch no. 786879, (bc676725- not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding in (B)(6) 2010, hernia pain in (B)(6) 2008, microdiscectomy in (B)(6) 2008, chronic back pain, constipation chronic, asthma and constipation. (B)(6) 2011 sonographic images of the pelvis were obtained transvaginally in transverse and sagittal planes . Findings: retroverted uterus is demonstrated. Unremarkable exam. (B)(6) 2012 pelvic ultrasound was performed from a transvaginal approach. Findings: uterus measures 7.9 x 5.8 x 4.6 cm in size. No dominant myometrial masses are identified. Endometrium has a maximum measured thickness of 9.3 mm, which is within normal range. The right ovary measures 30 x 20 x 14 cm in size left ovary measures 2.7 x 13 x 20 cm in size both ovaries have an unremarkable sonographic appearance. No abnormal adnexal masses or fluid collections are noted. (B)(6) 2012 laparoscopy for pelvic pain that did not show any significant pelvic pathology. (B)(6) 2012 uterus, right and left fallopian tubes, excision: 1. No significant histopathologic abnormality, cervix; 2. Proliferative phase endometrium; 3. No significant histopathologic abnormality, myometrium; 4, benign paratubal cyst, right fallopian tube; 5. No significant histopathologic abnormality, left fallopian tube. Concomitant products included doxycycline from (B)(6) 2012 to (B)(6) 2012, gabapentin (neurontin), hydrocodone, macrogol, paracetamol from (B)(6) 2012 to (B)(6) 2013 and salbutamol sulfate (albuterol sulfate). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)"), 9 days after insertion of essure. In (B)(6) 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti") with dysuria. In 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal )type -vaginitis") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), female sexual dysfunction ("apareunia") and genital haemorrhage ("abnormal bleeding "). The patient was treated with surgery (underwent partial hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, depression, anxiety and genital haemorrhage outcome was unknown and the back pain had not resolved. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia , nausea, vaginal infection, dyspareunia, vaginal haemorrhage and urinary tract infection. Lot number reported (bc676725) is not valid lot number: 786879 manufacturing date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 25-year-old female patient who had essure (batch no. 786879/bc676725) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding in (B)(6) 2010, hernia pain in (B)(6) 2008, microdiscectomy in (B)(6) 2008, chronic back pain, constipation chronic, asthma and constipation. *(B)(6) 2011 sonographic images of the pelvis were obtained transvaginally in transverse and sagittal planes . Findings: retroverted uterus is demonstrated. Unremarkable exam. (B)(6) 2012 pelvic ultrasound was performed from a transvaginal approach. Findings: uterus measures 7.9 x 5.8 x 4.6 cm in size. No dominant myometrial masses are identified. Endometrium has a maximum measured thickness of 9.3 mm, which is within normal range. The right ovary measures 30 x 20 x 14 cm in size left ovary measures 2.7 x 13 x 20 cm in size both ovaries have an unremarkable sonographic appearance. No abnormal adnexal masses or fluid collections are noted. (B)(6) 2012 laparoscopy for pelvic pain that did not show any significant pelvic pathology. (B)(6) 2012 uterus, right and left fallopian tubes, excision: 1. No significant histopathologic abnormality, cervix; 2. Proliferative phase endometrium; 3. No significant histopathologic abnormality, myometrium; 4, benign paratubal cyst, right fallopian tube; 5. No significant histopathologic abnormality, left fallopian tube. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2012 to (B)(6) 2013, doxycycline from (B)(6) 2012 to (B)(6) 2012, gabapentin (neurontin), hydrocodone, macrogol and salbutamol sulfate (albuterol sulfate). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)"), 9 days after insertion of essure. In (B)(6) 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti") with dysuria. In 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal )type -vaginitis") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), female sexual dysfunction ("apareunia") and genital haemorrhage ("abnormal bleeding "). The patient was treated with surgery (underwent partial hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, depression, anxiety and genital haemorrhage outcome was unknown and the back pain had not resolved. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia , nausea, vaginal infection, dyspareunia, vaginal haemorrhage and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: lot no was added. Event "genital bleeding " was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 25-year-old female patient who had essure (batch no. 786879, (bc676725- not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding in (B)(6) 2010, hernia pain in (B)(6) 2008, microdiscectomy in (B)(6) 2008, chronic back pain, constipation chronic, asthma, constipation, nausea, abdominal pain, upper respiratory tract infection, dysuria, vaginal delivery, caesarean section, genital bleeding, pap smear abnormal, asthma, constipation, penicillin allergy, sulfonamide allergy, paratubal cyst, hsil and wound infection. On (B)(6) 2011 sonographic images of the pelvis were obtained transvaginally in transverse and sagittal planes . Findings: retroverted uterus is demonstrated. Unremarkable exam. On (B)(6) 2012 pelvic ultrasound was performed from a transvaginal approach. Findings: uterus measures 7.9 x 5.8 x 4.6 cm in size. No dominant myometrial masses are identified. Endometrium has a maximum measured thickness of 9.3 mm, which is within normal range. The right ovary measures 30 x 20 x 14 cm in size left ovary measures 2.7 x 13 x 20 cm in size both ovaries have an unremarkable sonographic appearance. No abnormal adnexal masses or fluid collections are noted. On (B)(6) 2012 laparoscopy for pelvic pain that did not show any significant pelvic pathology. On (B)(6) 2012 uterus, right and left fallopian tubes, excision: 1. No significant histopathologic abnormality, cervix; 2. Proliferative phase endometrium; 3. No significant histopathologic abnormality, myometrium; 4, benign paratubal cyst, right fallopian tube; 5. No significant histopathologic abnormality, left fallopian tube. Concomitant products included doxycycline from (B)(6) 2012, gabapentin (neurontin), hydrocodone, ibuprofen, lidocaine; prilocaine (lipro), macrogol, oxycodone hydrochloride; paracetamol (percocet), paracetamol from (B)(6) 2012 to (B)(6) 2013, promethazine and salbutamol sulfate (albuterol sulfate). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)"), 9 days after insertion of essure. In (B)(6) 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti") with dysuria. In 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal )type -vaginitis") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), female sexual dysfunction ("apareunia") and genital haemorrhage ("abnormal bleeding "). The patient was treated with surgery (underwent partial hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, depression, anxiety and genital haemorrhage outcome was unknown and the back pain had not resolved. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, nausea, vaginal infection, dyspareunia, vaginal haemorrhage and urinary tract infection. Lot number reported (bc676725) is not valid. Lot number: 786879, manufacturing date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: mr received. Reporter information, patient medical history, concomitant drugs added. Product expiry date updated. Fu marked signi due to imrdf/FDA codes error. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 25-year-old female patient who had essure (batch no. 786879/bc676725) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding in (B)(6) 2010, hernia pain in (B)(6) 2008, microdiscectomy in (B)(6) 2008, chronic back pain, constipation chronic, asthma and constipation. *(B)(6) 2011 sonographic images of the pelvis were obtained transvaginally in transverse and sagittal planes . Findings: retroverted uterus is demonstrated. Unremarkable exam. (B)(6) 2012 pelvic ultrasound was performed from a transvaginal approach. Findings: uterus measures 7.9 x 5.8 x 4.6 cm in size. No dominant myometrial masses are identified. Endometrium has a maximum measured thickness of 9.3 mm, which is within normal range. The right ovary measures 30 x 20 x 14 cm in size left ovary measures 2.7 x 13 x 20 cm in size both ovaries have an unremarkable sonographic appearance. No abnormal adnexal masses or fluid collections are noted. (B)(6) 2012 laparoscopy for pelvic pain that did not show any significant pelvic pathology. (B)(6) 2012 uterus, right and left fallopian tubes, excision: 1. No significant histopathologic abnormality, cervix; 2. Proliferative phase endometrium; 3. No significant histopathologic abnormality, myometrium; 4, benign paratubal cyst, right fallopian tube; 5. No significant histopathologic abnormality, left fallopian tube. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from august 2012 to february 2013, doxycycline from 12-aug-2012 to 22-aug-2012, gabapentin (neurontin), hydrocodone, macrogol and salbutamol sulfate (albuterol sulfate). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)"), 9 days after insertion of essure. In (B)(6) 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti") with dysuria. In 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal )type -vaginitis") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), female sexual dysfunction ("apareunia") and genital haemorrhage ("abnormal bleeding "). The patient was treated with surgery (underwent partial hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, depression, anxiety and genital haemorrhage outcome was unknown and the back pain had not resolved. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia , nausea, vaginal infection, dyspareunia, vaginal haemorrhage and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: lot no was added. Event "genital bleeding " was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 25-year-old female patient who had essure (batch no. 786879/bc676725) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding in (B)(6) 2010, hernia pain in (B)(6) 2008, microdiscectomy in (B)(6) 2008, chronic back pain, constipation chronic, asthma and constipation. (B)(6) 2011 sonographic images of the pelvis were obtained transvaginally in transverse and sagittal planes . Findings: retroverted uterus is demonstrated. Unremarkable exam. (B)(6) 2012 pelvic ultrasound was performed from a transvaginal approach. Findings: uterus measures 7.9 x 5.8 x 4.6 cm in size. No dominant myometrial masses are identified. Endometrium has a maximum measured thickness of 9.3 mm, which is within normal range. The right ovary measures 30 x 20 x 14 cm in size left ovary measures 2.7 x 13 x 20 cm in size both ovaries have an unremarkable sonographic appearance. No abnormal adnexal masses or fluid collections are noted. (B)(6) 2012 laparoscopy for pelvic pain that did not show any significant pelvic pathology. (B)(6) 2012 uterus, right and left fallopian tubes, excision: 1. No significant histopathologic abnormality, cervix; 2. Proliferative phase endometrium; 3. No significant histopathologic abnormality, myometrium; 4, benign paratubal cyst, right fallopian tube; 5. No significant histopathologic abnormality, left fallopian tube. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2012 to (B)(6) 2013, doxycycline from (B)(6) 2012 to (B)(6) 2012, gabapentin (neurontin), hydrocodone, macrogol and salbutamol sulfate (albuterol sulfate). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)"), 9 days after insertion of essure. In (B)(6) 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti") with dysuria. In 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal )type -vaginitis") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), female sexual dysfunction ("apareunia") and genital haemorrhage ("abnormal bleeding "). The patient was treated with surgery (underwent partial hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, depression, anxiety and genital haemorrhage outcome was unknown and the back pain had not resolved. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia , nausea, vaginal infection, dyspareunia, vaginal haemorrhage and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: lot no was added. Event "genital bleeding " was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.